Event description:
During functional testing at zoll medical technical svc dept, the device displayed "bridge test failed" and "pacer fault 117" messages. There was no pt involvement in the reported malfunction.